Event description:
The customer reported that images within the same patient study did not match the corresponding thumbnail and/or were lost. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.